Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015. (B)(4)

Event description:
It was reported that the patient passed away in a manner unrelated to the device system. Review of the patient data after death indicated that thresholds on the left ventricular (lv) lead had been increasing since implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. The lv capture management weekly trend data shows the lv threshold stable at approximately 1v through (B)(6) 2015, then threshold began to rise and vary. Threshold measurements ranged from 1.5v up to 6v throughout remainder of record.